Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flush valve was replaced, and the unit was returned to service

Event description:
The hospital reported the flush valve stuck open during a case. There was no reported patient injury.